Event description:
The customer reported false troponin I (access® accutni) results, for one patient, and substrate mean failing high system message involving the unicel® dxc 600i synchron® access® clinical system. This report is one of two referencing the event date noted. An initial result of 0.078 ng/ml was obtained and released to the hospital. The customer did not know if patient care was impacted. There has been no report of patient injury or change in patient treatment associated with this event. An amended report was issued to the hospital. The customer indicated system checks failed but quality control (qc) passed within the acceptable range. The pathologist had the customer reanalyze all patient samples from the time of the failing system checks; no other patient results were questioned. The patient's sample was collected in lithium plasma tube and centrifuged at 4,500 rpm (rotations per minute) for five minutes. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered build-up on the aspirate probe springs which caused the probes to intermittently be stuck in the upward position; the fse replaced the aspirate probes. A routine system check was then performed which failed due to an elevated substrate mean of >9,000 rlu's (relative light units). The fse performed a substrate decontamination procedure on the analyzer and completed another routine system check which also failed due to an elevated substrate mean. The fse verified the substrate dispense volume and noted the volume was accurate; no issues were noted. The fse disassembled the substrate pump and discovered that the seal would not stay in place and there was dried substrate on the pump piston behind the seal; the fse replaced the seal and o-ring. The substrate pump was then cleaned and another decontamination procedure was performed. Another routine system check was performed which passed within instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware, associated with the substrate pump seal and o-ring, is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00206.